Event description:
Nurse was administering employee flu shots. A needle was opened and correctly screwed on to flu syringe, when needle tip was entered in to arm the flu vaccine leaked around the plastic tip at the needle base. The needle itself did not break, only the plastic leaked. The needle is magellan hypodermic safety needle 25g x 1", lot number 24a103, expiration date 2028-10-31.